Event description:
Approximately 12 hours into treatment the nurse observed an external blood leak in the replacement line where the y connects into the deaeration chamber. The extracorporeal blood circuit was returned to the pt. The pt was not symptomatic and did not required medical intervention.